Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the pressure issue could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, with no abnormality observed. The device was leak tested and no leaks were found. During the functional test, the balloon's pressure was at 70.6 cmh2o (centimeter of water) while the specification of the balloon should be between 61 to 70 cmh2o, therefore the component failed the examination. Inspection of the remainder of the device, revealed no other damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pressure regulating balloon (prb) was prepped and implanted. When the doctor was filling the balloon there was no back pressure into the syringe, even when it was filled to 23 cc. The doctor explanted the balloon and tested it outside of the patient but there was no pressure going into the syringe. The procedure was completed using a different prb and there were no patient complications. It was suspected that there was an issue with the silicone causing pressurization problems in the balloon.